Event description:
It was reported by the patient that their blood glucose readings were reading high 22 mmol/l (400 mg/dl) despite delivering a bolus. The patient stated when he checked the pod the cannula was not properly inserted so he changed the pod and his glucose levels returned to normal. The pod was worn between 24 and 36 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.